Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for low blood glucose results accompanied by symptoms. The customer is concerned with meter to meter comparison of 237mg/dl using the true metrix air versus 286mg/dl using the doctor's meter.the expected fasting blood glucose test result range is 200mg/dl. The customer did report symptoms of headache and nausea. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/29/2018 and open vial date is 12/14/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer have been feeling tired nausea and have a headache for the past week and she decided to go the doctor on (B)(6) 2017. She was diagnosed with hyperglycemia and her insulin was increased. Customer is concern the meter-to-meter comparison of true metrix air's 237mg/dl versus the doctors office's meter of 286/286mg/dl fasting. Customer is not concern with the results being high.